Event description:
A physician reported that during an intraocular lens (iol) implant procedure, first lens was explanted in initial procedure due to scratch along posterior side of iol. Second lens had a torn haptic, explanted, and the third one was successful. The procedure was completed with another iol. There was no patient harm. Additional information was requested. There are two medical device reports associated with this report. This report is about scratch along posterior side of iol.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a scratch on the lens. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A photo attached to the parent complaint was reviewed by the investigation site. The photo shows an iol at an unknown magnification which appears damaged. The reported issue was not confirmed from the photo review. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore a torn haptic as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.